Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: cervical compression type of procedure used: acdf(anterior cervical discectomy and fusion ) it was reported that on unknown date, post-op, the plates had backed out. Patient symptoms and complication related to this event were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Screws of the plate backed-out, post-operatively. On an unknown date, a revision surgery was performed, wherein the plate was completely explanted.